Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure lot number of aafk016 is an invalid lot. Can you please provide a valid lot number? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? How was the dehiscence managed? What is meant by the ¿suture had poor suction¿? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? Did the patient have an infection? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an intraperitoneal lower segment cesarean section under combined spinal and epidural anesthesia due to gestational hypertension on (B)(6) 2024 and suture was used. The surgery was successful and there were no special circumstances during the operation. Post-op, the patient experienced inflammation. On the second day after surgery, the patient experienced redness and swelling at the abdominal incision. Blood routine+crp: white blood cell count was 12.61 10~9/l, neutrophil ratio was 74.6%, and no obvious abnormalities were found. It was considered that the suture had poor suction and infection could not be ruled out. After changing the dressing with ethacridine lactate solution and anti-inflammatory treatment, abdominal wound leakage, cracking, and fat liquefaction occurred on the seventh day after surgery. Blood routine+crp: white blood cell count was 12.68 10~9/l, neutrophil ratio was 76.3%, hemoglobin was 138g/l, c-reactive protein was 110.90mg/l, and continued dressing change with metronidazole for anti infection treatment. On the 9th day after surgery, the abdominal incision was sutured in the second stage under anesthesia. After surgery, dressing was changed and anti infection treatment was given, and the wound healed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: product code should be vcp1442h .

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained: the event date should update to be 2024-jan-11. The operator used the suture (vcp1442h) to perform the abdominal incision skin tissue sewing in the interrupted suturing manner during the surgery.